Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the suction irrigator's tip malfunctioned. The instrument was unable to be pulled through the trocar. The patient side cart (psc) had to be undocked and the trocar was removed from the patient. The instrument's tip had to be broken off to allow the removal of the instrument. The procedure was completed with no reports of patient injury. Intuitive followed up with the initial reporter and received the following additional information: the instrument tip was angled and would not straighten to allow the instrument to be removed from the trocar.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have a broken tip at the distal end. The broken piece was returned. The instrument was found to have a broken snake wrist cable observed during visual inspection. The complaint was confirmed by failure analysis.